Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was cracked. Whenever they rewind the insulin pump it would leak. The customer¿s blood glucose during the incident was unknown. Troubleshooting was not performed. The customer was contacted twice but there was no answer. The device will not be returned for analysis.